Manufacturer narrative:
Results: the associated devices were not returned for evaluation. The patient underwent a right tka revision approximately 16 months post implantation due to report of loosening. There are no supporting clinical/medical records or additional information provided regarding which component of the tka was loose, or whether any possible injury/trauma occurred. Several x-ray images have been provided and reviewed. Due to the low image quality it can¿t be confirmed but there appears to be a radiolucent line around the tibial post and possibly the anterior portion of the femoral component. The root cause of the reported loosening is not able to be determined, as the explanted devices were not returned for analysis. The patient impact beyond the revision surgery cannot be concluded as there is no report of the patient¿s current condition or how the procedure was tolerated. No further clinical assessment is warranted. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. A review of manufacturing records revealed that we have not had any previous complaints for the listed lots. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported a right knee revision surgery was performed due to loosening